Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the left side ureter during an elective ureteroscopy procedure for several large stones performed on (B)(6) 2020. During the procedure, a sensor guidewire was used as a safety wire per standard practice. A non-bsc ureteroscope and a laser were also used to perform ureteroscopy and stone fragmentation. It was noted that the stones were soft. A grasper basket was then used to remove fragments from the ureter to the bladder. There was no difficulty reported in terms of vision and per the operating surgeon there was no recollection of complications. There was no device deficiency or inadvertent damage noted with the sensor guidewire during the procedure. The procedure was completed by placing a plastic ureteral stent with the stent tethers secured to a foley catheter. One week after the procedure, the stent was removed. There were no problems noted during the removal. On (B)(6) 2021, the patient presented with acute urosepsis and an obstructed kidney on the right side. As part of the admission, a computerized tomography (CT) scan, plain radiography, and cystoscopy were performed. Based on the available imaging results, it appeared there was a wire remnant measuring 35-45 cm and is thought to be from the sensor guidewire. The wire remnant was partially coiled in the left kidney passing down the ureter into the perivesical/paravaginal tissues. The coiled remnant possibly punctured the kidney tissue. A nephrostomy drain and some renal calculi were also seen in the right kidney. In the physician's assessment, the sensor guidewire is likely unrelated to acute urosepsis and obstructed kidney. Reportedly, there was no medical intervention prior to the admission on (B)(6) 2021. A surgical removal of the wire remnant has been planned either transvaginally or percutaneously as soon as the patient's clinical condition allows. The patient was reported to be asymptomatic. The removal of the wire remnant has been planned as soon as the patient's clinical condition allows.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the left side ureter during an elective ureteroscopy procedure for several large stones performed on (B)(6) 2020. During the procedure, a sensor guidewire was used as a safety wire per standard practice. A non-bsc ureteroscope and a laser were also used to perform ureteroscopy and stone fragmentation. It was noted that the stones were soft. A grasper basket was then used to remove fragments from the ureter to the bladder. There was no difficulty reported in terms of vision and per the operating surgeon there was no recollection of complications. There was no device deficiency or inadvertent damage noted with the sensor guidewire during the procedure. The procedure was completed by placing a plastic ureteral stent with the stent tethers secured to a foley catheter. One week after the procedure, the stent was removed. There were no problems noted during the removal. On (B)(6) 2021, the patient presented with acute urosepsis and an obstructed kidney on the right side. As part of the admission, a computerized tomography (CT) scan, plain radiography, and cystoscopy were performed. Based on the available imaging results, it appeared there was a wire remnant measuring 35-45 cm and is thought to be from the sensor guidewire. The wire remnant was partially coiled in the left kidney passing down the ureter into the perivesical/paravaginal tissues. The coiled remnant possibly punctured the kidney tissue. A nephrostomy drain and some renal calculi were also seen in the right kidney. In the physician's assessment, the sensor guidewire is likely unrelated to acute urosepsis and obstructed kidney. Reportedly, there was no medical intervention prior to the admission on (B)(6) 2021. A surgical removal of the wire remnant has been planned either transvaginally or percutaneously as soon as the patient's clinical condition allows. The patient was reported to be asymptomatic. The removal of the wire remnant has been planned as soon as the patient's clinical condition allows.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6 (patient codes): patient code e2114 captures the reportable event of perforation. Patient code e2330 captures the reportable event of pain. Patient code e200801 captures the reportable event of device embedded in tissue or plaque. Block h6 (device codes): problem code a0401 captures the reportable event of core wire break. Block h10: the returned sensor was analyzed, and a visual evaluation noted that the device was broken. A portion of the proximal section was missing. Additionally, the urethane section was peeled and kinked. The device was observed under magnification and the coil and core wire were melted. The outer diameter dimensions were found within specification. No other problems with the device were noted. The reported event of core wire break was confirmed. Based upon the core wire broken and coil and core wire melted it is most likely that the contact between the device and the laser used during the procedure could have contributed to the issue observed in the wire. The urethane section that was peeled and kinked could have been caused due the interaction of the wire with other devices and the amount of force applied over the device as well as the handling of the device during the procedure. The instructions for use (IFU) addresses as a warning to use extreme caution when using a laser, making sure to avoid contact with the guidewire. Direct contact may cause damage to the wire and/or sever the wire. Based on the information provided, the most probable cause of the reported issues is unintended use error caused or contributed to events, since the interaction between the user and device, or sample, caused or contributed to the error. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU) since the reported event occurred during lasering, and the IFU indicates a warning to use extreme caution when using a laser, making sure to avoid contact with the guidewire.